Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. Unit passed the displacement test and self-test. No further alarms were noted in download history files or during testing. Unit was cut open and a visual inspection on connectors and electronic assemblies was performed. Per visual inspection, all connectors including motor flex connector were plugged in properly. No moisture damage noted during visual inspection. The following cosmetic damages were noted: label damage (faded), keypad overlay texture damage, scratched case, and pillowing keypad overlay. In conclusion, customer¿s allegations of unspecified alarms were not confirmed when no alarms were noted during download history review. However, allegations of cosmetic damage were confirmed when label damage (faded) was noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced physical damage to the insulin pump and also noticed false alarms. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884l.